Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. "Alleged failure: insulation issue. Confirmed failure: cracked/peeling insulation at middle of shaft. Probable root cause: "poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life." (B)(4). The device manufacture date is not known.

Event description:
It was reported that insulation was damaged.